Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the hypotube fractured. The physician was attempting to place a taxus express2 2.75 x 32 mm drug eluting stent in a heavily calcified lesion in the moderately tortuous rca. The physician attempted to pre-dilate the lesion with a maverick balloon, a cutting balloon and a noncompliant crossail balloon. He then attempted to cross with the taxus stent but was unable to do so. He met with resistance on trying to advance the device. Upon removal of the stent delivery catheter, he noticed a kink in the proximal portion of the hypotube. The physician attempted to straighten out the kink and in doing so, the hypotube fractured. The physician completed the procedure by placing a pixel 2.5 x 26 mm stent. No pt injuries or complications were reported.